Manufacturer narrative:
Device is a combination product. D4: updated lot number from 0023512142 to 0023479219. H4: updated device manufacture date forom 03/11/2019 to 03/05/2019.

Event description:
It was reported that stent damage occurred. The target lesion was located in a left coronary artery. A 28x3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Lot #: updated lot number from 0023512142 to 0023479219. Device manufacture date: updated device manufacture date forom 03/11/2019 to 03/05/2019. Device evaluated by MFR.: promus premier stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal stent strut rows were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a left coronary artery. A 28x3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a left coronary artery. A 28x3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.